Event description:
A 1 vf zone on (B)(6) 2025. Shock aborted. Appears to be over-sensing on ventricular lead. Possible emi. Recommend review of stored egm for rhythm determination. 4 hr-ns; most recent on (B)(6) 2025. Appears to be over-sensing on ventricular lead. Possible emi. Recommend review of stored egm for rhythm determination. Episodes with over-sensing appear to be all on (B)(6) 2025 at 16:47-16:49 (hcp did not know what pt was doing on that date/time). Alert: rv lead integrity warning on (B)(6) 2025 - (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals). Rv lead impedance appears stable within expected range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).